Event description:
It was reported that the cartridge was damaged at the canister. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer loaded a new cartridge to address the issue.